Event description:
Surgeon was using ligasure impact tissue fusion instrument. While unclamping, it became stuck closed - unable to open the jaw. No patient injury.electrosurgical unit, model forcetriad - biomedical assessment:the forcetriad functioned properly when tested in biomedical engineering. The problem encountered was probably due to a defective disposable.